Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy due to pelvic pain, menometrorrhagia and stress urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted along with the procedure of partial hysterectomy. It was reported that following insertion of the mesh the patient experienced bowel incontinence, recurrence of urinary incontinence, constant abdominal pain, severe hip pain, bladder pain, bilateral leg pain, low back pain, pain with intercourse, bladder infections, urinary tract infections, bleeding, discharge with odor, urinary frequency, anxiety and depression. It was reported that the patient underwent mesh revision and remainder of hysterectomy on (B)(6) 2012 due to mesh erosion and severe abdominal and hip pain. (B)(4).